Manufacturer narrative:
Device evaluated by MFR.: mustang 10.0 x 80, 135cm was received for analysis. As per mustang specification, the recommended sheath for this device is minimum 6fr. The sheath used by the customer was not returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A complete balloon circumferential tear was identified located approximately 20mm distal of the proximal balloon sleeve. The distal section of balloon material had been pulled distally over the tip of the device and was torn longitudinally along its entire length. This would suggest that the complete circumferential tear occurred when the device was being withdrawn from the patient. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. As per mustang specification the rated burst pressure for this device is 14atm. A visual and microscopic examination observed no damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the iliac vein. A 10.0 x 80, 135cm mustang balloon catheter was advanced for dilatation. However, during the procedure, sharp plaque were encountered and during inflation, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient status was stable. It was further reported that the balloon was inflated once at less working pressure for few seconds before it ruptured.

Manufacturer narrative:
Updated b5: describe event or problem.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the iliac vein. A 10.0 x 80, 135cm mustang balloon catheter was advanced for dilatation. However, during the procedure, sharp plaque were encountered and during inflation, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient status was stable. It was further reported that the balloon was inflated once at less working pressure for few seconds before it ruptured.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the iliac vein. A 10.0 x 80, 135cm mustang balloon catheter was advanced for dilatation. However, during the procedure, sharp plaque were encountered and during inflation, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient status was stable.